Event description:
Covidien received info stating that an 840 ventilator had a distorted graphic user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the displays and cables. The customer reported that approval is pending to upgrade from a 9.4 to 10.4 gui display. The customer reported that the unit has not been repaired at this time. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference number (B)(4).